Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report#3006705815-2018-01083. It was reported that the during the scs trial procedure on (B)(6) 2018 the patient experienced nausea, decreased heart rate, and sweating.the stimulation was tested and trial was abandoned. Patient was reportedly doing fine after the procedure was abandoned.

Event description:
Device 2 of 2: reference MFR report #3006705815-2018-01083. Additional information identified that scs trial procedure was completed as planned ((B)(6) 2018) and patient is currently in the middle of the scs trial.